Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that an endostat generator was used during a procedure on (B)(6), 2012. According to the complainant, during the procedure, the console was not activating and there was no output power. The procedure was competed with another endostat generator. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found the unit has non msi decals present on cover also some very minor scratches otherwise the unit appears to be in fair physical condition. All knobs and switches functioned properly. The unit passed the endostat iii return evaluation procedure and is within all test parameters. The condition of the returned device was not consistent with the complaint of no output power; the complaint was not confirmed. The unit passed the endostat iii return evaluation procedure and is within all test parameters. All connections inside the unit were checked and wires were manipulated while the rf was activated and no problems could be found with the unit. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that an endostat generator was used during a procedure on (B)(6), 2012. According to the complainant, during the procedure, the console was not activating and there was no output power. The procedure was competed with another endostat generator. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be stable.